Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'liquid crystal display screen not working' which was reproduced as the white screen observed at power up. The reported condition was verified. The cause was determined to be a failed processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had liquid crystal display (lcd) screen that was not working. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.